Event description:
Resident was being lifted using the hoyer lift when the metal hook (left side facing hoyer) holding the sling broke off. When the hook broke resident tipped to left side, head went back and bumped bar of hoyer, body turned & resident fell back to floor head first. Back of head hit the floor from height of 2 feet. Cna then lowered resident to the floor. Resident was sent to e.r. For eval and returned to nursing home that evening.